Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Planned acetabular hip revision. Cup was revised due to a radiolucent line around the cup with suspected loosening. Cup was easily removed with impactor handle without force. Acetabular component replaced with a tritanium revision cup and a head change was completed. Primary hip was undertaken on (B)(6) 2020.